Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - based on the provided description of the event, the reported behavior most probably resulted from a software issue involving an inappropriate refresh of the programmer graphical-unit interface (gui) through windows messages (mfc) during the sensing test, which led to the temporary unavailability of the stop button. - it should be noted that this issue is limited to sensing tests and does not affect threshold tests. In addition, a pacing rate at 30 bpm is guaranteed when the issue occurs and until the sensing test in interrupted. - a software correction is planned to prevent recurrence of this issue. - this case is recorded for trending purposes.

Event description:
Reportedly, the programmer did not allow to stop a sensing test. The patient was beating at 34 bpm in the meantime, without symptoms.